Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced calibration not accepted and cannot find sensor signal. The customer's blood glucose value was 164 mg/dl. The customer stated that the sensor seemed as if it was not working correctly. The customer reported a "sensor signal not found" alert that occurred only with a previous sensor that has already been removed. The product was returned for analysis.